Event description:
Pt s/p bilateral mastectomy for dcis, with bilateral reconstruction using mcghan saline breast implants. Both implants filled to 420ml capacity. Right implant found to be leaking and deflated. Taken back to or. Per surgeon found to have 25 ml saline in right implant. The cap of the valve was in place, but it appeared to be leaking by gentle squeeze of the implant. No other leaks were detected.